Manufacturer narrative:
Additional information: a return sample was not available for investigation. However, a detailed investigation of the batch review found no discrepancies (includes non-conformance/deviations). To conclude, there is not enough information to determine if the product did not meet specifications and perform as intended. Product monitoring reviews will monitor for product trends if the issue were to reoccur. A previous investigation was noted, which is applicable for the reported phenomenon of disconnection issues regarding this device. This previous investigation has been closed. Therefore, this complaint will be closed without further actions. A correction from the initial report submitted on january 14, 2016 to show (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Expiration date: 06/2020. Device manufacture date: 06/2015. Reported to the FDA on january 14, 2016. (B)(4).

Event description:
It was reported "the smaller tubing pulled out of place allowing the [oxygen] to disperse to the room and not be delivered to the patient." The issue was noted during use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted as the device was returned for evaluation. The evaluation of returned sample confirmed the reported quality issue. It was noted that one of the small tubes was disconnected from the adapter. The cause was attributed the poor/no application of solvent used in the assembly process to cement the pvc parts. A previous investigation has been closed which is associated with this reported complaint and phenomenon of kinked tubes. The investigation concluded that the reported event was attributed to inconsistent manufacturing processes. A corrective action was initiated to address the manufacturing inconsistencies. This complaint will be closed with no further actions needed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).